Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained oversensing episodes due to oversensing on the right ventricular channel. Further review revealed that the oversensed signals were likely far p waves. Right ventricular lead dislodgement was suspected but not confirmed. No device intervention was performed. Patient was asymptomatic.